Event description:
It was reported that the intravascular ultrasound (ivus) imaging catheter was flushed inside the pt; air was present which was expelled into the artery. This resulted a temporary occlusion of the artery. There have been no reports of harm to the pt; pt is "fine".

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and expiration dates cannot be determined. Other (temporary occlusion). It appears ivus was not properly prepped; air was present which was expelled into the artery. The preparation for use referenced in the directions for use (dfu) states: connect the 3 cm 3 (cc) and 10 (cc) syringe to the 3-way stopcock, then connect the assembly to the extension tube and fill both syringes with heparinized saline. Ensure that all air is expelled from the system. Connect the extension tube to the one-way valve on the catheter hub. The 10cm3 (cc) syringe is to be used as a reservoir for refilling the 3 cm3 flushing syringe. Flush the imaging catheter twice on the prep table continuously with 3 cm3 (cc) volume each time. Do not use excessive pressure. Move the imaging catheter over to the procedure table.